Event description:
Device malfunction: unable to complete thumb advancer step, stuck device. Time of malfunction/ae: during vessel closure. Symptoms/ae: surgical removal. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the physician could not complete step 3: the thumb advancer stopped approx 3-4 mm proximal to the finish arrow. The device became stuck in the arteriotomy and was surgically removed. Additionally, manual compression was held for approx 40 mins. There were no reported pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device showed a carved shaft, severing the nylon into two pieces. The carving process damaged the distal end of the delivery tube and the deployed vessel locator. The carving process normally occurs when a less than optimum angle is maintained between the device and the pt during the thumb advancer and delivery tube deployment, which results in the distal end of the delivery tube "carving" into the shaft's nylon outer covering, however, this was not confirmed. There was damage detected to the trigger components, the trigger button and trigger pin guard. This type of damage indicates an attempt to deploy the device's clip prior to full distal deployment and alignment of the thumb advancer and distal finish arrow had taken place. No mfg issues were detected. A root cause for the observed carving was not determined. The damaged trigger components are a result of user error. A review of the device history record for this lot did not reveal any nonconformity which could have contributed to this issue.